Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided six rounds of inappropriate anti-tachycardia pacing and delivered six inappropriate shocks. Technical services (ts) advised inappropriate therapy was delivered due to atrial fibrillation (af). Therapy was exhausted. Therapy delivered did not terminate the rhythm, after each shock af remained. Ts advised inappropriate therapy delivered did not induce or accelerate the arrythmia. Ts provided reprogramming recommendations. Additional information has been requested but not provided at this time. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided six rounds of inappropriate anti-tachycardia pacing and delivered six inappropriate shocks. Technical services (ts) advised inappropriate therapy was delivered due to atrial fibrillation (af). Therapy was exhausted. Therapy delivered did not terminate the rhythm, after each shock af remained. Ts advised inappropriate therapy delivered did not induce or accelerate the arrythmia. Ts provided reprogramming recommendations. Additional information provided reprogramming has been completed. This ICD remains in service. No additional adverse patient effects were reported.